Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the pacemaker exhibited far r-wave oversensing on the ventricular channel causing inappropriate auto mode switch. The patient was brought into the clinic and the device was successfully reprogrammed. The patient was stable throughout the event.